Event description:
This is a solicited report by a physician with additional information given by a nurse, both from (B)(6). The pd solution was cloudy before administration, pain, acute abdomen, leukocytosis, somnolence and bacterial peritonitis with culture positive for chain cocci in a (B)(6) male patient coincident with dianeal pd4 unknown bag and extraneal viaflex therapies. On (B)(6) 2007, the patient started peritoneal dialysis (pd) therapy with an unknown pd solution via continuous cycling peritoneal dialysis (ccpd) for diabetic nephropathy. On (B)(6) 2011, the patient began treatment with dianeal pd4 unknown bag, imported product from (B)(4), (5 liters 2x/day) and extraneal viaflex imported product from (B)(4) (2 liters per day). On an unreported date, the spouse of the patient stated the "(pd) solution was cloudy before administration." On (B)(6) 2011, the patient experienced pain, acute abdomen, leukocytosis, somnolence and bacterial peritonitis manifested by cloudy effluent. On the same day, the patient was hospitalized. On (B)(6) 2011, ccpd therapy with dianeal and extraneal was discontinued and changed to continuous ambulatory peritoneal dialysis (capd) with physioneal unspecified product (3x2l/day) and extraneal (dose and frequency remained unchanged). On the same day, the patient started remedial treatment with ceftazidim (2g/day, ip), basocef (2g/day, ip) and rocephin (1st day 4gm, subsequent 2gm/day, intravenously). At the time of this report, remedial treatment remained ongoing and the patient remained hospitalized. On an unreported date in 2011, the patient recovered from the events of pain, acute abdomen, leukocytosis, somnolence and bacterial peritonitis with culture positive for chain cocci. The outcome for the event of pd solution was cloudy before administration was not reported. The physician "assumed" that the peritonitis was migratory peritonitis, and the analysis of germs suggested that the cause of the peritonitis was faecal. The physician believed the events of pain, acute abdomen, leukocytosis, somnolence and bacterial peritonitis with culture positive for chain cocci were related to dianeal pd4 unknown bag and extraneal viaflex therapies. Additionally, the physician classified the events as serious and as related to the administration of dianeal pd4 unknown bag and extraneal viaflex. The physician did not provide an assessment of causality for the event of pd solution was cloudy before administration.

Manufacturer narrative:
(B)(4). The devices involved in the incident were unknown. As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample was not requested. A 510(k) number will not be provided in the emdr as the product code and lot number are unknown. Since the lot number is unknown, no batch review will be performed. Baxter has received similar reports for the reported condition. The root cause investigation is in progress. The root cause is undetermined.